Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump time and date were incorrect, cause was due to malfunction. Customer¿s blood glucose level was 160 mg/dl. The customer continued to use the pump for insulin therapy.